Manufacturer narrative:
Correction: date of report, date rec¿d by MFR, PMA/510k, if follow-up, what type. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: revision due to wear, revision due to inlay dislocation. Event summary: it was reported that a patient was implanted with a cementless hip tep (left side) in 2003 and required revision surgery of the inlay, the stem and the head on (B)(6) 2015. There were no problems until 2 weeks prior to revision. It started with squeaking sounds on the left side. A check up in the outpatient clinic showed a subluxation position of the metasul inlay within the polyethylene base. Review of received data 2 x-rays have been received. The evaluation has been performed by a hcp. X-ray dated on (B)(6) 2015 pelvis view ap: cup inclination angle right approx. 52°, left approx. 44°. Left: radiological no visible rim area around the implant on the left side. At the lateral cup close to the implant small osseous resorptionzone. Inlay tilted within cup, femur head decentralized to cranial, small groove visible at the medial conus. Inclination angle of the cup was found be with 44° within the normal range. X-ray undated pelvis view ap: condition after implantation of a revision stem left without indication for loosening or implant malfunctioning, intact metaphyseal cerclage above and below the minor trochanter. Patient history including two surgical reports from on (B)(6) 2015 (revision left) and on (B)(6) 2016 (revision right) with the corresponding discharge documentation: surgical report on (B)(6) 2015 (left): indication: implantation of a cementless hip tep in 2003 with metal-metal articulation. No problems until two weeks ago squeaking occurred. A subluxation of the metasul inlay was detected during emergency consultation on (B)(6) 2015. Due to the caudal overlap of the inlay visible arrosion at the transition of the neck of the prosthesis and the conus. Indication is given to revise to a polyethylene inlay and a new stem. Diagnosis: wear of the inlay with dislocation of the metasul-inlay as well as arrosion of the hip stem left condition following cementless hip tep implantation with metasul articulation in 2003, condition after hip tep implantation right with metasul articulation as well. Therapie: revision of the inlay, revision of the stem to mrp-revision stem, revision of the head and cerlage of the femur. Surgery: opening of the previous access. Upon opening of the bursa trochanterica plenty of serum containing metallosis drained. In the area of the joint only little tissue that had been altered by metallosis. Dislocated and caudal positioned metasul inlay within worn down pebody, the mediocaudal rim produced a 4 mm deep groove within the medial transition of the neck and the conus. Due to the high risk of neck breakage the firmly seated, cementless stem had to be revised. Firmly seated aca-cup in correct position, removal of the loosened pe-body, cup surface connecting to the inlay looks fine from a macroscopic perspective. Fixation of a scissure, which was introduced during loosening of the stem, with three cerclage. Afterwards, preparation and implantation of a brehm-stem 14x140 mm with a perfect press-fit. The tip of the new prosthesis ends appox. 2 cm distal of the previously placed prosthesis. Mounting of the prosthesis-neck short standard and conical fit. Fixation with a screws and mountig of a ceramic head 32 mm. Reduction showed good stability without dislocation tendency. Closure. Discharge documentation on (B)(6) 2015: anamnesis: hip pain on the left side for quite some time and squeaking. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from (B)(6) and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination of alpha insert using rmw: loss of insert-shell connection, component loosening, dislocation due to insufficient insert stability due to design (snap geometry) not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. Metal debris, breakage of insert, stem neck fracture, dislocation or luxation, osteolysis / metallosis due to inappropriate insert design concerning range of motion (e.g. Hooded inserts) leading to impingement of components not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. Deformation of insert (due to load) due to ovalisation of compatible shell component not possible, as during revision surgery the shell was found to be stable, correctly positioned and without any macroscopic non-conformance and therefore left in-situ. Reduced performance of material due to aging of sulene pe due to sterilization method at supplier not possible, as the DHR/sterilization certificate did not show any non-conformance of the product specification. Migration, detachment of ceramic or metal part in polyethylene (sandwich construction) due to creeping of polyethylene, loss of function possible, as during revision surgery the inlay showed ageing defects consisting of a roughened surface and fracture lines. Implant dislocation / loosening / fracture due to selection of wrong components not possible, as the compatibility check showed that the implanted combination was approved by zimmer biomet. Root cause determination of the optan stem using dfmea: impingement with cup due to wrong positioning of the components possible: as already a slightly misalignment of the components may lead to excessive wear and dislocation over time. Conclusion summary based on the given information the complaint could be confirmed. According to the surgical report of the revision surgery performed on (B)(6) 2015, the patient had experienced squeaking of her left hip prior to revision. Wear of the inlay and a subluxation of the metasul inlay was detected during emergency consultation on (B)(6) 2015. During the surgery upon opening of the bursa trochanterica serum containing metallosis drained. In the area of the joint only little tissue that had been altered by metallosis was found. The dislocated and caudal positioned metasul inlay was found within a worn down pe-body. The mediocaudal rim of the inlay produced a 4 mm deep groove within the medial transition of the stem neck and the conus. Due to the high risk of a neck breakage the firmly seated, cementless stem had to be revised and with it the metasul head, however, no deficiency of the head was reported. The review of the medical documentation did not provide any indication for a malfunctioning of any of the implanted devices. Further, the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Therefore, we assume that the performed revision surgery took place due to normal wear and tear of the inlay after 13 years invivo. Most likely, the wear and tear of the inlay also induced the inlay dislocation, which led to impingement of the inlay and the stem., due to which a 4 mm deep groove was produced close to the stem neck. Therefore, based on the given information and the results of the investigation, we suggest normal wear and tear as the most likely root cause for the reported wear and dislocation of the inlay, however, as the implants have not been returned an exact root cause could not be determined for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Additional information has been received. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 9613350-2015-01063 metasul, alpha insert, gg/28. 0009613350-2018-00582 metasul head 28mm m 12/14. Optan stem, left, uncemented, 12, taper 12/14.

Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k071723. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. X-rays, implant stickers and surgical report were received and will be reviewed as part of ongoing investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4). The following reports are associated with this event: 9613350-2015-01063-2 metasul, alpha insert, gg/28; 0009613350-2018-00582 metasul head 28 mm m 12/14; 0009613350-2018-00583 optan stem, left, uncemented, 12, taper 12/14.

Event description:
It was reported that the patient had a revision surgery approximately twelve years post implantation due to pain, squeaking, wear and dislocation of the inlay and arrosion (wear) of the cone at the stem. Attempts to obtain additional information have been made; however, no more is available.